Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, during the transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve via subclavian approach, there was some resistance noted as the 16fr esheath+ was inserted into the patient. Once the dilator was retrieved, a kink was observed at the middle portion of the esheath+ on fluoroscopy. A dilator was re-inserted to check the integrity of the esheath+. The dilator was able to be advanced without difficulty and straighten the esheath+. Once the dilator was removed, a kink was observed closer to the end of the esheath+. The procedure proceeded with insertion and advancement of the delivery system with valve through the esheath+. When the delivery system with valve reached the kinked area of the esheath+, the outflow of the valve was observed to be outside of the esheath+. The esheath+ was reported to be split. The system was removed, and a new system was prepped. There were no issues during the second implant attempt and the second valve was deployed successfully. Post valve implantation, mild paravalvular leak (pvl) was noted and a post-dilation was performed which resolved the pvl. The patient was stable.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, device code(s), type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. There was no imagery provided for evaluation; however, the device was returned for evaluation. Visual evaluation of the returned device revealed the esheath+ liner was fully expanded and the distal tip was open. The sheath shaft was curved. The crimped valve was stuck in the sheath shaft at 4 cm from the distal tip. The liner was torn, and it was 2.5 cm in length at 7 cm from the distal tip. The valve was exposed through the torn liner. There was a kink observed at 8 cm from the distal tip. The esheath+ distal tip was split. The liner thickness was measured along the liner tear and all measurements were found to be within the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Regarding the esheath+ liner puncture, through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. In this case, the esheath+ liner puncture was confirmed based on evaluation of the returned device. The available information suggests that patient factors (tortuosity) likely contributed to the event as the returned device was curved. A curved sheath shaft may be indicative of tortuosity presence at the access vessels. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Regarding the difficulty introducing the esheath+, esheath+ kinked/bent, and esheath+ distal tip spilt, through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angles, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force, and any device manipulation used to overcome the difficulty. In this case, the difficulty introducing the esheath+, esheath+ kinked/bent, and esheath+ distal tip spilt were confirmed based on evaluation of the returned device. The available information suggests that patient factors (tortuosity) and procedural factors (device manipulation) likely contributed to the event as the returned device was curved. A curved sheath shaft may be indicative of tortuosity presence at the access vessels. Vessel tortuosity and/or a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. As a result, increased push force may be applied or the device may be manipulated to overcome the difficulty, which may lead to the alleged/observed sheath damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.